Manufacturer narrative:
The ring was removed from the eye, a second malyugin ring assembly was used and surgery was completed. After the device was returned, the malyugin ring assembly passed functional testing with a new ring. The ring used in surgery was deformed and could not be evaluated. Manufacturing records were pulled and the ring was within specification during inspection.

Event description:
The customer reported that upon insertion of the malyugin ring, the proximal scroll would not eject fully from the cannula when in the eye. The scroll caught the iris and tore a small fragment.